Manufacturer narrative:
Medical products: off-label, unapproved or contraindicated use aortic neck diameter less then 19 mm.

Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of a 4.6 cm in diameter abdominal aortic aneurysm artery aneurysm. The aortic neck was angulated and measured 15.6 mm in diameter at the renal arteries and 14.2 mm in diameter just below the renal arteries. It was reported that during the index procedure the angiogram was obtained to identify the renal arteries. The endurant stent graft was deployed along with the endurant iliac limbs to complete the endovascular repair. The final angiogram showed the stent graft was inaccurately implanted resulting in covering of the right renal artery. The physician made multiple attempts to place a stent in the right renal artery however, was unsuccessful. The physician decided to perform an intervention. The patient was opened and the physician decided to remove the endurant stent graft and restored blood flow to the right kidney. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Correction to initial report. "An endurant eiis stent graft system" to replace previous statement "an endurant aui stent graft system".